Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead were explanted secondary to erosion. It was reported that the lead had displaced, suggesting dislodgement.